Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check the device displayed invalid trend data. No other issues were observed and the crt-p was noted to be functioning as programmed. The crt-p remains in use. No patient complications have been reported as a result of this event.